Event description:
The customer reported they lost monitoring for four pts for 45 minutes with no alternate pt monitoring available. There was no reported pt injury associated with this event. A f/u report will be submitted when the investigation is complete.